Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by the internal failure of the lamp and the deformation of the contact part. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of main lamp failing to light was confirmed due to faulty main lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the halogen light source main lamp does not light although the bulb was replaced. There was no patient harm or user injury reported due to the event.